Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. Medical records were requested; however, denied by the hospital in absence of patient written consent. Based upon the review of lot records, work orders and prior reports no issues were noted. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusion could be drawn. Remains implanted in the patient.

Event description:
It was reported that approximately 19 months post-implant of a bifurcated device, an infrarenal aortic extension, and a suprarenal aortic extension, the patient presented with a ruptured abdominal aortic aneurysm. Reportedly, the patient presented in the emergency room with abdominal pain. A computed tomography scan revealed a type iii endoleak between the bifurcated device and the infrarenal aortic extension. The physician opted to convert to open repair and devices were explanted. The patient was treated with a surgical graft. It was reported that the patient is in stable condition.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.